Event description:
A customer reported experiencing a malfunction alarm while changing their sensor, which was identified by a specific code. Despite this issue, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, familiar with the malfunction from a previous occurrence, successfully reset the pump before contacting technical support and confirmed that the pump was functioning normally after the reset.